Manufacturer narrative:
The shbg reagent lot number is 868865 and the troponin reagent lot number is 827239. Calibration for both assays was last performed on 07-nov-2025 and was within specification. The qc recovery data provided was within specification. The field service engineer (fse) found a fluidics system failure and replaced the prewash valves and the prewash syringe valve. The fse performed a reagent prime and an instrument check. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys shbg and elecsys troponin t gen 5 results for 2 patient samples on a cobas e 801 module. The customer received an abnormal low signal during measurement of the samples which prompted them to repeat testing. Sample 1 had an initial shbg result of 8.3 nmol/l. The sample was repeated on another module and the result was 58.20 nmol/l. Sample 2 had an initial troponin result of 6.36 ng/ml. The sample was repeated on another module and the result was 15.8 ng/ml. The repeat results were deemed correct.